Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable.

Event description:
It has been reported by the biomed technician that after an operation of the knee, the tip of the shaver tornado broke off and fall off, the procedure was completed before it happened so it has been completed with the same handpiece, no harm to the patient, additional information from affiliate on 8-11-2017 confirmed that it was the tip of the burr that broke off. And that no broken piece fell in the patient.